Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned as it remains implanted. Without receipt of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that required valve in valve intervention within a pericardial aortic valve due to stenosis after an implant duration of seven (7) years, seven (7) months. The procedure was completed without difficulty and patient was hemodynamically stable. There were no reported complications.